Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0589 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0589) have been reported from the same facility in france.

Event description:
It was reported that the PICC leak on the external extension of the catheter between the fins and the luer connector. "Pearl product on the catheter without visible lesion of the latter."